Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the lead was received in its sterile packaging with a corner seal pulled loose. Lead analysis was not performed due the complaint being a packaging issue. After reviewing the event with the packaging engineer, it was determined not to be a packaging problem, as the tyvek seal had been intentionally pulled open.

Event description:
It was reported the sterile-seal of the lead packaging was broken, and consequently, the lead was not considered for clinical use.